Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, the device was not deploying correctly- grabbing skin, resulting in the need to perform a cutdown. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.